Event description:
Philips received a complaint about the v60 ventilator indicating that the screen blacked out. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer stated that the device alarmed for high pressure prior to the screen going black. The customer was able to be powered off with the power button and restarted. The issue was unable to be reproduced, so the device was replaced with a rental of the same model and collected for evaluation. In a good faith effort (gfe) response from the key market (km) operational planner, the device's diagnostic report (drpt) was provided. On 19jun2025, an authorized service provider (asp) evaluated the device at a repair center and was unable to duplicate the alleged issue and no other issue was observed. The customer was provided with a quote for the inspection of the device. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the screen blacked out. The customer stated that the device alarmed for high pressure prior to the screen going black. The customer was able to be powered off with the power button and restarted. The issue was unable to be reproduced, so the device was replaced with a rental of the same model and collected for evaluation. In a good faith effort (gfe) response from the key market (km) operational planner, the device's diagnostic report (drpt) was provided. On 19jun2025, an authorized service provider (asp) evaluated the device at a repair center and was unable to duplicate the alleged issue and no other issue was observed. The customer was provided with a quote for the inspection of the device. On 21aug2025, the device was evaluated by an asp at the repair center. No abnormalities were found, and the asp only completed a cleaning, running test, and functional test. The device will be returned to the customer fully functional and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.